Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the battery handpiece device had no function and was not performing. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device has no function was confirmed. An assessment was performed and found that the housing was broken and torn off. It was determined that the device was damaged by being dropped. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.